Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered inflammation, discharge, erosion, pain, including pelvic/abdominal pain, mesh erosion, extrusion and organ perforation, infections, bleeding, vaginal scarring, dyspareunia, recurrence, urinary problems, bowel problems and lots of emotional stress.